Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was 467 mg/dl. Customer is trying to have someone bring her novolog from home. Customer stated that the button was alarming and keypad is not responding. The customer does not recall any significant events leading to the issues. After the troubleshooting was done for button error and keypad anomaly, customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.